Manufacturer narrative:
Investigation results: our quality engineer inspected the 2 photos submitted for evaluation. The reported issue of leakage was confirmed upon inspection of the samples. Analysis of the sample showed that the reported defect can be observed. Bd determined it is not possible to make a correct evaluation and relate it to our manufacturing process without a sample provided. However, the cause of the failure could be related to improper handling during use, after opening the package and/or placing the device. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd nexiva diffusics 24g x 0.75 in leaked infiltration, practitioner felt it was a faulty cannula during use hcp was placing 24g diffusics in the antecubital fossa for a scan. Good blood return but on infusion of saline it infiltrated. Pictures show cannula not fully in the vein description from mail: some of the staff have reported some difficulty using the diffusics cannulas. The photos attached are of a patient where the cannula seemed to be working, got blood drawback but when flushed the tissue swole up & bruised very quickly, but they were still able to get flashback even after this? Very strange. They removed this cannula and recannulated using a standard cannula with no issues. Additional- info the patient had some bruising at the site (pictures sent previously to charlotte), seemingly caused by saline tissuing but the cannula was then removed and another placed for the examination.

Manufacturer narrative:
Investigation results: our quality engineer inspected the 2 photos submitted for evaluation. The reported issue of leakage was confirmed upon inspection of the samples. Analysis of the sample showed that the reported defect can be observed. Bd determined that the cause of the failure could be related to improper handling during use, after opening the package and/or placing the device. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: our quality engineer inspected the 2 photos and 4 physical samples submitted for evaluation. The reported issue of leakage was confirmed upon inspection of the photos. Analysis of the photo samples showed that an infiltration was observed that could be related to a leak in the device. Evaluation and testing of the physical samples showed there were no issues found with the integrity of the tip of the cannula and all samples passed the leak test. Bd determined it is not possible to attribute this defect to the manufacturing process. The cause of the failure could be related to improper handling during use, after opening the package and/or placing the device. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.